Event description:
The manufacturer was contacted in regarding a rep dreamstation auto CPAP, dom - recrt device. The patient alleges that the device caused high blood pressure and fatigue. The patient has been hospitalized, and the doctor informed them that the issues were due to the device's pressure being off. Per the pms clinical expert, additional information is needed surrounding the device pressures and patient prescription. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.